Event description:
During cleaning of the alinity m instrument after repairs, the field service engineer (fse) was cut on the side finger of the right hand by the sharp edge plate cover for bulk fill 1 station motor. The fse was wearing personal protective equipment (ppe) when the incident occurred. Physical injury was minor, and no stitches were required. Hiv and hepatitis b blood tests were performed and were (B)(6). A 30-day antiretroviral treatment (arv) was initiated. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Complaint has been elevated for investigation.

Manufacturer narrative:
The complaint investigation included a customer data review, quality data review and a complaint history review. See below for details of investigation: there were photograph attachments to complaint ticket which showed the injury and the instrument location where the injury was sustained, and a copy of the prescription. A search of nc/CAPA records was performed for instances related to an injury sustained while cleaning the bulk fill station on an alinity m system, ln 08n53-02, as documented in complaint ticket under review. The query did not find any quality records, from the last 2 years of the complaint entered date, related to an injury sustained while cleaning the bulk fill station on an alinity m system. The complaint history search did not identify any additional tickets related to an injury sustained while cleaning the bulk fill station on an alinity m system, within the last 2 years of the complaint ticket entered date. The alinity m system complies with applicable safety standards regarding sharp edges, including iec 61010-1 safety standard, section 7. Per the applicable sections of iec 61010-1 safety standard, section 7 contains general requirements for sharp edges: all easily-touched parts of the equipment shall be smooth and rounded so as not to cause injury during normal use. A visual and physical inspection of 3 instruments in house revealed the edge of the plate cover of the bulk fill station motor is rounded and smooth, and contained no sharp edge. The physical inspection was conducted by applying force to the edge of the plate cover, while rubbing fingers along the edge in a back and forth sweeping motion and up and down sweeping motion, as would be done during cleaning of the part. The overall product as designed, per safety standard iec/en 61010-1, continues to meet safety standards regarding sharp edges. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.